Manufacturer narrative:
The product was installed at the user site (B)(4) 2007. There have been no clinical complaints from the user site or regarding this specific serial number since that time. The product device history record and service history were reviewed (B)(4) 2013 with no issues found. The treatment parameters reportedly used by the operator were within the parameters as recommended by candela's treatment guidelines. The site reported that they no longer own the unit mentioned in this report.

Event description:
A candela clinical manager reported that a site treated a pt for telangiectasia in 2012 and reported that the pt had "ice pick type scarring" on the treated area. It was reported that the last time the site saw the pt was (B)(6) 2013.